Manufacturer narrative:
Additional information was received that the explant was performed on (B)(6) 2016. The lens was replaced with the same model but a 21.5 diopter. There was no incision enlargement or vitrectomy performed and patient is doing well. The lens will not be returning. If explanted, give date: (B)(6) 2016. Conclusion code added to capture the complaint product is not available for returned. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains specific sections on lens power calculations and precautions with respect to refraction measurements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) year old male patient experienced a lens power surprise when an intraocular lens, model zct150, was implanted. The surgeon thought he had the correct power. An explant of the lens is planned for late (B)(6) 2016. No further information has been provided.